Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced significant myopotential stimulation. This caused the lead not able to sense in unipolar. The lead warning was triggered and showed low impedance value. The unipolar impedance was higher than bipolar impedance. Insulation failure was suspected. The lead was reprogrammed to unipolar for atrial pace and sense in bipolar, and remains in use. No patient complications have been reported as a result of this event.